Event description:
It was reported to philips that allura system was showing low disc space message. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated ¿low disc space¿. Upon functional testing, fse found that multiple incomplete studies were not part of auto-delete process. Fse recreated the image store. After recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.